Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of inadequate capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon examination, the right ventricular lead was observed with high capture threshold. X-ray imaging showed the lead had dislodged. During the re-positioning of the lead, the lead helix couldn¿t be turned out. The physician decided to explant and replaced the lead. The patient's condition was stable.